Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Reporter stated the customer was hospitalized with diabetic ketoacidosis and hyperglycemia in the "20's" mmol/l due to a bent cannula. It was reported the cannula was not inserted properly. Customer was hospitalized for 3 days and was treated with an IV drip of insulin, potassium, glucose, and saline. The alleged product was discarded and is not available to return for evaluation.